Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the procedure, the device broke, both needle and thread. The suture was not hydrated prior to use. New device was used. There was no patient involvement.